Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound, the speaker was defective. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer.

Event description:
It was reported that a speaker malfunction occurred. It was confirmed that the device was producing sound, but the sound is diminished. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Event description:
It was reported that a speaker malfunction occurred. It is unknown if the device was emitting sound or not. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to (B)(6) 2016 so no UDI required.